Event description:
The pt is implanted with 2 leads (from the same lot) as part of her scs system. It was reported the pt was experiencing uncomfortable stimulation in her back. The sjm representative met with the pt and when stimulation was turned on and amplitude increased the pt felt a spasm in her mid back. The pt denies falling. The pt is to have x-rays taken and consult with her physician as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.